Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that protective patient line cap of an amia automated pd set with cassette disconnected from the patient line. This issue was further described as the patient line green cap had "fell off". This was observed during setup for peritoneal dialysis therapy. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.